Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to load or retrieve any patient specific medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed in to device and confirmed the device was running version 1.11 with no error icon displayed; verified last communication to the server was current and confirmed the device database size was under 4 gb. The customer advised that the unit was closed to all staff due to construction and will be made accessible again once the unit was fully operational. The system functioned as intended when the technical support specialist investigated the issue.